Event description:
The insulin pump was returned due to a problem during the prime and rewind process. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. No rewind anomaly was noted. The insulin pump had a cracked reservoir tube and battery tube.